Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised approximately ten (10) years post-implantation due to unknown reasons. The femoral head was removed and replaced, and an active articulation liner was implanted. No further information available.

Manufacturer narrative:
Reported event was confirmed by review of surgical notes of revision surgery which indicated that patient underwent a revision of right hip due to pain. Upon entering the wound, typical fluid of metal-on-metal bearing surface was found. Following dislocation of the hip, the head was removed from the stem. Assessment of the components determined that the stem was in an appropriate position and the cup had a stable fixation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient's right hip was revised approx 10 years post implantation due to pain. Fluid "typical of metal-on-metal bearing surface" was present. Femoral head revised with poly and head. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Concomitant medical products: 139256, m2a-magnum 42-50 tpr insrt std, 676650, us157852, m2a-magnum pf cup 52odx46id, 187860, x170307, integral/x por standard 7mm, 461170.